Event description:
It was reported that during implantation of an aveir dr system, while implanting the right ventricle leadless pacemaker (rvlp), the delivery catheter spontaneously released the rvlp when deflection was partially released by the physician. Electrical parameters were within acceptable limits; therefore, the rvlp was left in place. The procedure was completed and the patient was discharged.